Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) /2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted upon entering the skin, the patient¿s mesh was identified. Multiple hernia defects were identified as well. At this point, using a combination of sharp dissection and electrocautery, approximately an hour and 45 minutes were taken to take down all of the adhesions as well as excising a large piece of mesh. Upon entering the abdomen, multiple adhesions were taken down between the mesh and the small bowel as well as the mesh in the colon. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/15/2021.

Manufacturer narrative:
Date sent to FDA: 07/16/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.